Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a broken off end cap. Cracks to the case and reservoir tube lip noted.

Event description:
Customer reported that she had a crack on her insulin pump where the reservoir goes. Customer stated that the drive support cap and the whole bottom of the device is cracked. During troubleshooting customer stated that her device fell out of her pocket . Customer also stated the device alarmed a prime alarm. Customer was advised to discontinue use of the device. Blood glucose level was 204 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.